Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a device reset. Subsequently, a code was triggered, due to two charge times exceeding limits. The charge time was about 45 seconds. At the time of the report, it was found that the ICD was at end of life (eol) and it was recommended for the ICD to be replaced. The ICD was successfully removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Event description:
This product has been returned and was evaluated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that there was a shorted battery. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw, is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.